Event description:
The complainant reported a 54-year-old patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported that, during support, the physician reported the associated automated impella controller (aic) showed an air in purge system alarm, which was selected and started in the purge menu. Medical staff then reported the aic's screen froze, no selection could be made with soft buttons, and there was no touch response. Medical staff then exchanged the aic, which resolved the issue. No patient harm has been reported, and the patient remains on impella support.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) purge issue ¿ other has been completed. After reviewing the logs, the reported air in purge system alarm and unresponsive softkey issues were confirmed. There was one instance of air in purge system alarm observed in the logs from the reported complaint. There were also numerous keyboard-(kbd) error entries observed in the logs. The console was tested and the reported issues could not be reproduced. Ribbon cable between the kbd and 4-in-1 was inspected but there were no abnormalities found. Conclusion: the air in purge system issue was likely use related. Prior to this alarm being triggered, it was observed that the purge cassette and disc were removed from the aic. When the purge cassette and disc is removed from the aic, the purge pressure can¿t increase because the purge motor can¿t turn the purge cassette piston which can lead to the air in purge system alarm. The unresponsive soft key issue could not be determined due to the inability to be reproduced but was likely caused by a random loss of communication between the kbd and 4-in-1. D9 date device returned to manufacturer added. D2 common device name revised on manufacturer device report 1220648-2024-12713in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-12713 in accordance with updated procedures g1 manufacturing site name and address was inadvertently entered incorrectly on the initial manufacturer device report number 1220648-2024-12713.